Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was a medicine package stuck behind the plastic bin and was pushing the bin to the door causing failures. The field service engineer removed the package and applied grease to all latches to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. E.1. Initial reporter email address: (B)(6)

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, the drawer encountered a failure continually. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.